Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found the refrigerator impeller fan had failed. Instrument has been repaired and is functioning appropriately now. Specific cause of the fan failure was not identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that they heard a loud noise, observed smoke and that the synchron lx20 pro system displayed several unspecified errors. No injuries were reported. No further info was provided.